Manufacturer narrative:
MDR supplemental report being filed with the results of the investigation. Customer reported the dressing from npwt sved therapy device 6701132 was found completely removed off the patient¿s sacrum while the device remained running a little over 5 minutes with no activation alarm for a low-pressure leak. The nurse stated the wound did deteriorate a bit and the patient will be getting it debrided on monday. The nurse was not sure if there was any real suction happening and that is why the wound may have deteriorated. Patient is in an acute care facility receiving around the clock care and wound care management 3 days a week. On admit sacral wound was 1.5cm x 2cm x 1.5cm with erythema to peri-skin, now 4cmx5cmx2cm. Periskin intact. She was already on IV flagyl for a uti upon admit. Was started on IV vancomycin when wound began to deteriorate. Her wound bed continues to progress with appropriate therapy in place. Device released from qa to stock on 11/06/2015. Device was serviced six times from the release stock date until 10/8/2018. Job router was reviewed without issue and the device passed all tests during this time. Based on the investigation, the device evaluated through a function test and leak alarm was activated within specification. It was noticed that the pump was running loud and knocking and would need to be replaced and unit be retested. From the investigation, there is no abnormal situation that happened in production. Therefore, the root cause of the leak alarm could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the dressing from npwt sved therapy device 6701132 was found completely removed off the patient¿s sacrum while the device remained running a little over 5 minutes with no activation alarm for a low-pressure leak. The nurse stated the wound did deteriorate a bit and the patient will be getting it debrided on monday. The nurse was not sure if there was any real suction happening and that is why the wound may have deteriorated. Patient is in an acute care facility receiving around the clock care and wound care management 3 days a week. Her wound bed continues to progress with appropriate therapy in place.